Manufacturer narrative:
An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient presented to dr. (B)(6) in office complaining of pain. Revision surgery to wash out knee and replace tibial insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented to dr. (B)(6) in office complaining of pain. Revision surgery to wash out knee and replace tibial insert.